Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy, the device was observed to be in backup vvi mode. A device download was performed successfully and the backup vvi status was not received. It was later noted that the physician elected to explant the device during lead revision.

Manufacturer narrative:
The reported field events of reset and therapy delivery were confirmed in the laboratory. Review of the device image confirmed that the device was reset to backup dfo mode in the field. The reset was caused after an interrupt for an automatic sensitivity control configuration mismatch had occurred. While in backup dfo mode, the device charged 8 times. Since egms are not stored in backup dfo mode, it is unknown if the delivered therapy was appropriate. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The root cause of the asc configuration mismatch could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.